Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the customer has experienced channel errors when trying to close the door after loading tubing. This was reported to manufacturer representative during on-site visit. No devices are available for return for investigation. There was no information on patient involvement.